Event description:
It was reported that the patient had had problems with high impedances and had to have battery replacements every 2 years instead of every 5 years. It was noted that the batteries never actually went dead. The healthcare professional would check them and tell them that they needed to be replaced. Reference manufacturer¿s report number 3004209178-2015-11647.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v049849, implanted: 2007-(B)(6), product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: 2007-(B)(6), product type: extension. Product ID: 7426, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2010-(B)(6), product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: 2007-(B)(6), product type: extension. (B)(4). Analysis of the implantable neurostimulator (nfw142180h) found no significant anomalies, the ins battery was not in new condition.